Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 227 mg/dl at the time of incident. Customer stated that the insulin pump had a low reservoir alert and unable to clear the alert due to buttons were unresponsive. Customer reported that the time is not advancing. Customer reported that the insulin pump buttons started working after pressing the down button. Customer had a high blood glucose of 452 mg/dl and no form of treatment was reported. Customer declined high blood glucose troubleshooting. The customer was advised to monitor. The insulin pump is not expected to return for analysis.